Event description:
The patient was treated with a gore® viabahn® endoprosthesis with propaten bioactive surface for an aneurysm of the common femoral artery. The procedure was performed with an open groin. The device was placed retrograde without using a guidewire in a way that the proximal end was placed in the external iliac artery and with the distal end placed in the common femoral artery just above the femoral bifurcation (deep femoral artery and superficial femoral artery). Then they started to deploy the device by pulling the deployment knob. Reportedly, the endoprosthesis would not deploy although the deployment line was strongly pulled. When pulling with even more force the deployment line eventually broke. It was stated that the endoprosthesis remained completely constrained on the delivery catheter. They then withdrew the device from the patient. They inspected the device, pulled the remaining part of the deployment line and the device deployed and expanded. Another gore® viabahn® endoprosthesis with propaten bioactive surface was used to exclude the aneurysm as intended. The open groin was closed successfully. It was reported that the patient is doing well.

Manufacturer narrative:
A review of the manufacturing records indicated the device met pre-release specifications. The device was returned to gore and will be evaluated. Requests were emailed to the physician to further clarify the event. The answers are captured in the event description. It was reported to gore that the user did not use a guidewire to advance the device. In the instructions for use the following is stated: carefully read all instructions prior to use. Observe all warnings and precautions noted throughout these instructions. Failure to do so may result in complications. Warnings: do not attempt to deploy the endoprosthesis or manipulate the delivery system without an appropriately sized guidewire (table 1) or fluoroscopic guidance. Introduction and positioning of the gore® viabahn® endoprosthesis with propaten bioactive surface: with the delivery catheter as straight as possible, insert the guidewire into the tip of the delivery catheter while supporting the delivery catheter and the compressed endoprosthesis. Carefully advance the endoprosthesis in small increments (approximately 0.5 cm) over the guidewire, through the hemostasis valve and introducer sheath, and into the access vessel. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. .

Manufacturer narrative:
H6-code 213: a review of the manufacturing records indicated the device met pre-release specifications.

Manufacturer narrative:
This mwr report was submitted by human error and therefore this report is being retracted. Gore´s internal worldwide reporting guideline states that alleged deployment line breakage with complete removal of the deployment line and no device expansion is not reportable.